Event description:
It was reported the duodenovideoscope had a black water leakage. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: based on the information provided, the foreign objects could not be identified. Since olympus inspection detected water leak from the forceps channel, molycoat applied to the exterior of the forceps channel penetrated into the channel, causing the black liquid to leak. The customers detect water/air leakage during reprocessing (water leakage test after pre cleaning). Manual cleaning cannot be continued when water/air leakage is detected. Therefore, it was judged that the device was sent to olympus without undergoing reprocessing at the customer facility. As a result, foreign objects may have remained in the area. In addition, the following reportable malfunctions were identified during the device evaluation: olympus will continue to monitor field performance for this device.